Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 20-48mm in length, eccentric, de novo target lesion was located in the mildly tortuous, moderately calcified and 3.5-4.0mm in diameter left anterior descending artery. A 3.50 x 28mm synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and upon removal, it was noticed that the tip of the stent struts was deformed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.